Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 8 years due to aortic regurgitation with perivalvular leak (pvl) and pannus growth. The explanted valve was replaced with a 3300tfx 27mm valve. Per the operative report, the patient had severe aortic bivalve prosthetic regurgitation and pvl with 67% dehiscence of the valve. His aortic valve was almost 2/3 disrupted and it looked like it was an old abscess from an endocarditis, although gram stain cultures were negative. The valve was explanted and there was a very disrupted annulus, requiring debridement of extensive amounts of pannus tissue. They were able to secure the 27 mm carpentier-edwards perimount magna ease pericardial bioprosthesis in place. His heart function had improvded. They were able to wean the patient from bypass and obtain hemostasis.

Manufacturer narrative:
(B)(4) dehiscence and pannus overgrowth. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons. In this case, the valve was reported to have dehisced and was approx. 2/3 disrupted. It was noted that it appeared to be an aold abscess from an endocarditis. Although the root cause of this event cannot be confirmed without the explanted valve, it appears that the patient's pvl was likely caused by the dehiscence noted. It was also reported that there was pannus overgrowth, which likely contributed to the regurgitation. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular or central leaks by providing more efficient hemodynamics and longer tissue durability. No further actions are possible with the available information.